Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tried sex at 6 wk afterwards, if everything removed except ovaries do you need pap: my gyn wants to see me every year for check up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain") and dyspareunia ("tried sex at 6 wk afterwards, so painful"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, procedural pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reported information was added. A serious event medical device removal was added. The m/w and mir information (annex f, c and device location) codes were updated accordingly. One non serious event painful intercourse was also added. Information of new reporter was added as per the source document. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tried sex at 6 wk afterwards, if everything removed except ovaries do you need pap: my gyn wants to see me every year for check up') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("procedural pain") and dyspareunia ("tried sex at 6 wk afterwards, so painful"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, procedural pain and dyspareunia outcome was unknown. The reporter considered dyspareunia, medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.